Manufacturer narrative:
The computer and camera components of the navigation system were returned to the manufacturer for analysis. The computer usb ports were found to be functional. The computer booted and loaded the cranial application and tracked with axiem without issue. The computer passed hard drive testing and simulated use. Not fault was found with the computer hardware or software during testing. The camera tracked instruments and frames throughout the volume. The firmware had been previously upgraded to the current rev. A check of the event log did not reveal any issues. The camera passed the accuracy test with no problem found. Both components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the procedure, the medtronic representative informed the surgeon, and the site representative, that the navigation system is only validated for use with medtronic spheres. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported performing a navigation system planned maintenance (pm) twice and uninstalled/reinstalled cranial software. Unable to replicate the reported behavior. This navigation system has been used successfully in a subsequent procedure. (B)(4) 2015 software analysis was unable to determine probable cause with the information provided.

Event description:
A physician and site representative reported that, while in a cranial procedure, they could not track any instruments with their navigation system. In trouble-shooting, via video-chat, it could be seen that the reference frame and instruments could not be seen by the camera. The tracking view did not show any spheres. The surgeon had swapped the spheres multiple times and tried two different passive planar probes. It was reported they are using non-medtronic spheres with the medtronic navigation system. The medtronic representative informed the surgeon, and the site representative, that the navigation system is only validated for use with medtronic spheres. The navigation system had tracked earlier, during registration. Everything appeared as expected but no spheres could be seen in the tracking view. Localizer connected and camera had two leds as expected. Re-positioned the camera several times without any change. Re-booted the navigation system and the issue persisted. Another navigation system was brought in to continue the procedure. Registration was maintained and site moved forward with navigation. The surgeon completed the procedure with the use of the alternate navigation system. There was no impact on patient outcome.